Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Analysis inspected 1 insertion needle and visually found a sharp hook at the tip of the insertion needle. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.

Event description:
The customer reported via phone call that the sensor had no electrode. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.